Event description:
During the implant procedure, while tunneling with a codman catheter passer, a vessel was nicked and the patient experienced bleeding. Physician located the bleed, applied pressure, and ligated the vessel to achieve hemostasis. This resolved the issue.